Event description:
The event of rupture was not confirmed via MRI. Healthcare professional later reported left side capsular contracture, baker grade IV, and deformity.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device remains implanted. This relates to the left side.